Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 19) occurred with multiple cartridges during the load process. Customer's blood glucose was 230 mg/dl. Customer loaded a cartridge and continued to use the pump for insulin therapy.